Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# n124446001 implanted: 2007-10-09 explanted: product type lead product ID 39565-30 lot# serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Manufacturer narrative:
Supplemental to update: (B)(4) no longer applies (B)(4).

Event description:
Additional information received from the health care professional reported that the leads were not pulled out. There was a 180 degree turn on the lead at the anchor sites and the lead had broken at the anchor. The device was not working so the lead and anchors were replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was replaced in (B)(6) of 2013 because he fell and the leads came out. The patient didn¿t remember when he fell or noticed the system wasn¿t working. It was noted the patient¿s physician was no longer with their practice but a physician of the same name was located at another local hospital.